Event description:
I have a guidant vitality defibrillator and I have never been notified of any problems with my device. I understand there has been a recall on my device. When I asked dr they say there is no problem. Why does the internet say there is, and why does guidant representative bring donuts to the dr's office. I am scared to death that they are in cahoots and are purposely not telling me about problems with my device. How do I find the truth? Did I really need this device or did they fudge the results to get a kickback?